Event description:
It was reported that pre-op to an unknown procedure, the seal cap on device was loose and fell onto the floor when the sterile package was opened. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the pt experienced the following symptoms: feeling ill; "at risk for respiratory depression and cognitive change"; increased pain; diarrhea; yawning; fever; chills; tearful; low energy; skin warm and dry. The pump reservoir was empty; a low reservoir alarm had occurred on (B)(6) 2010. The pump contained hydromorphone 30.0 mg/ml; clonidine 150.0 mcg/ml and bupivicaine 10.0 mg/ml in flex infusion mode. The pt was admitted to the hospital for observation for 23 hrs on (B)(6) 2010. The pump was refilled with hydromorphone, clonidine, bupivicaine and the daily dose of all medication was decreased by 21% to be delivered in simple continuous mode. The event was reported to be severe and a life threatening situation which necessitated intervention. The pt recovered w/o sequelae as of (B)(6) 2010.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.